Event description:
It was reported that the burr became stuck with the guidewire. The 70-80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotablator rotalink plus and rotawire were selected for use. During the procedure, it was noted that the rota burr was unable to track across the rotawire and got stuck after 2 to 3 rounds of burring. Also, a kink was noted on the device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis without the rotablator loaded on the wire so no signs of jamming could be observed. Microscopic inspection revealed the spring tip was bent. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the burr became stuck with the guidewire. The 70-80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotablator rotalink plus and rotawire were selected for use. During the procedure, it was noted that the rota burr was unable to track across the rotawire and got stuck after 2 to 3 rounds of burring. Also, a kink was noted on the device. No patient complications were reported.